Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received the article titled ¿independent root cause analysis of contributing factors, including dismantling of 2 duodenoscopes, to an outbreak of multidrug-resistant klebsiella pneumonia¿. The article reported that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time; (B)(6) 2015]: the suction channel: a. Pittii (2cfu), the instrument channel: a. Pittii (1cfu), the elevator channel: a. Pittii (26cfu) and s. Maltophilia (6cfu), unspecified cleaning brush: corynebacterium spp. (23cfu), brevibacterium spp. (6cfu) and c. Jeikeium (23cfu). [Second time; (B)(6) 2015]: as a result of the testing after 2nd reprocessing, no microbe was detected from the sample collected from the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA). There was no report of infection associated with the device.